Manufacturer narrative:
At this time, this product has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available, this event will be reopened.

Event description:
Additional information was provided that the device was later returned for analysis.

Manufacturer narrative:
The device is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Event description:
Boston scientific cardiac rhythm management (crm) received information that this cardiac resynchronization therapy defibrillator (crt-d) recorded right ventricular (rv) impedance measurements of 2200 ohms. It was also reported that the threshold measurements had increased from 3mv to 5mv. A red alert was later detected by the latitude system due to the high impedance measurements. It was noted that the impedance measurements had steadily increased to 2700 ohms, then to 3000 ohms. A technical services (ts) consultant had first recommended performing an x-ray and discussed the possibility of a connection issue or a lead fracture. The physician was aware of this and decided to leave the lead in place until the device was replaced. Additional information was provided that rv impedances continued to be greater than 3000 ohms and there was loss of rv capture. It was questioned how this would affect left ventricular (lv) pacing. Ts noted they cannot depend on the rv lead for lv capture all the time in this case. It was noted that the device will be changed out soon. This issue would be further discussed with the physician.

Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available the event will be updated.

Event description:
Additional information was provided that the device later reached end of life (eol). It had been previously noted that this patient would be scheduled for replacement soon.

Event description:
Additional information was provided that a lead revision was performed, during which, a fracture was noted on the pace/sense portion of the patient's rv lead. The pace/sense portion was therefore surgically capped, and this device was explanted due to normal battery depletion.

Manufacturer narrative:
A review of device memory revealed that the device declared end of life (eol) after experiencing one charge time greater than 30 seconds. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eol was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.